Event description:
Customer reported that numbers were ramping on the insulin pump's display. Customer also reported that the act button was unresponsive and the insulin pump returned a failed battery test. Customer stated that the insulin pump may have recently been exposed to moisture. Blood glucose level was 66 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The up arrow did not respond due to moisture damage on the keypad trace. No scrolling numbers on the display was noted. No moisture damage noted either. The pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.